Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.

Event description:
It is reported that a patient was revised due to metallosis, cobalt, corrosion and pseudotumor on his right hip.

Manufacturer narrative:
(B)(4). Concomitant medical product(s): 00801804004, cocr femoral head, 61250161; 00630506240, liner standard 3.5 mm offset 40 mm, 61263070; 00620005222, shell porous with cluster holes 52 mm, 61215856. Reported event was confirmed by review of intra-operative image. Taper corrosion was confirmed on the stem taper, head taper, and excised pseudotumor. The stem was not returned for investigation as this remained implanted. Review of the device history records for the head and stem did not identify any deviations or anomalies in the manufacturing process. Documentation shows the lots were sterilized according to specifications. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.